Event description:
It was reported that after device preparation and when attempting to backload the catheter onto the guide wire outside the anatomy, resistance was met; the device was retracted slightly when a soft tip separation was noted and the distal marker appeared to be dislodged. The device was removed from the guide wire and not used in the anatomy. A different device was used to complete the procedure. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned herculink stent delivery system (sds) noted blood in the guide wire lumen, suggesting possible partial advancement over a wire. There was no contrast visible. The stent implant was stationary on the tightly folded balloon between the markers, indicating that the balloon had not been inflated and the stent had not been deployed. Although it was reported that marker of the balloon had dislodged; there was no marker dislodgment. The material around the marker was bunched, which likely appeared as if the marker had dislodged. The soft tip was separated distal to the distal seal and the distal end was not returned. The material was jagged at the separation, suggesting that the separation did not occur as a result of a bond deficiency. There were two kinks in the shaft proximal to the proximal balloon seal. The inner member was bunched between the distal marker and the distal seal. There was no other damage noted to the sds. The inner diameter of the tip separation was measured with pin gauges and met the manufacturing criteria. An attempt was made to backload a new .014 inch guide wire through the catheter tip but the guide wire did not advance through the bunched inner member. The new guide wire was front loaded with resistance felt only at the bunched inner member. Although a conclusive cause for the tip separation could not be determined, in may be possible that the tip separation occurred during insertion of the guide wire. If the guide wire is not properly supported or if inserted at an angle, the tip may be damaged and/or separated. Additionally, the bunching noted on the guide wire lumen in the balloon and kinks also suggest difficulty/resistance was encountered during backloading of the guide wire. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the tip separation and subsequent damage could not be determined; however, there is no indication to suggest a product quality deficiency. Additionally, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units are destructively tested to verify lumen integrity.